Event description:
Event description boston scientific cardiac rhythm management (crm) received information that the patient with this implantable cardioverter defibrillator (ICD) was to undergo a biventricular device upgrade. The thresholds and impedance on the right atrial (ra) lead were high and a fracture was suspected; however, upon opening the pocket, the header of the ICD was able to be easily rotated. The ra lead checked out fine; however, as the physician had already placed a new lead, the new lead was used. The ICD was explanted and will be returned for analysis. No adverse patient effects have been reported.